Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional information will be submitted within 30 days of receipt.

Event description:
The 3.00x18 cypher stent did not cross the target lesion. There was no patient injury reported. When the product was returned, the proximal struts were uplifted. After attempts to get more information from the account, no additional information was given.